Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing two occurrences of the hub separating from the device before use. The following has been provided by the initial reporter: needle for an eclipse signal has become detached from the safety shield, and left exposed in single use holder- product destroyed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing two occurrences of the hub separating from the device before use. The following has been provided by the initial reporter: needle for an eclipse signal has become detached from the safety shield, and left exposed in single use holder. Product destroyed.